Event description:
As reported via the edwards clinical specialist, the first edwards sapien valve was to aortic 80/20 with severe leak. A valve in valve performed to resolve this event (reference, (B)(4) and FDA report number 2015691-2012-18116 for investigation). The second valve was placed too low, due to ventricular shift on deployment. A third valve was deployed resolving this event. Per the initial case summary, the right femoral artery (rfa) was accessed in standard surgical fashion after a failed percutaneous approach due to scar tissue. A 22fr sheath was inserted without incident. Root angio, and echo revealed a functioning 23 mm sapien valve with placement noted to be 80:20 too aortic and with severe pvl appreciated both anterior and posterior and trace central leak. The posterior jet was appreciated as a '1mm channel' per echo. Post dilatation was originally discussed, but after much discussion due to the leak the 'channel' and due to concern over dislodging the 1st valve a valve in valve was decided upon. A 23mm sapien was prepared, positioned 70:30 within the 1st valve and deployed at which time the valve shifted ventricular, resting 40-60 position. The pvl remained unchanged. In an effort to try to stabilize the 2nd valve post dilatation was performed with an additional 1.5 cc's added to the atrion syringe. The pvl was unchanged, and 1+ central leak was noted. This was thought to be wire induced, the wire was withdrawn with just the soft tip across and valve function was observed via echo. A central leak was now noted to be 2+ with 2+ pvl; in addition a leaflet via short axis view was found to be partially impinged. Options were discussed to convert to surgery and explant the valves and replace with a surgical valve. However, a 3rd valve was prepared, positioned and deployed exactly in the middle of the two implanted valves with pvl being reduced to 1+ and central being reduced to zero as per echo. There was an immediate response in this patients pulse pressure with the diastolic pressure coming up by almost 20mm/hg from pre-op baseline from 30 to 50. Wire was removed. The 22fr sheath was removed w/o incident. The rfa was closed in usual surgical fashion. The patient was extubated in the or and the pt. Left the room in a stable condition.

Manufacturer narrative:
Echo and cine imagery is not available for review by edwards lifesciences despite multiple follow up attempts with the site. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, in addition to procedural factors it is possible that patient factors could have contributed to the valve movement resulting in the leak. It was noted by the edwards clinical specialist that the ventricular shift was thought to be due to a moderate chunk of calcium as well as pulling on the delivery system during valve deployment. In addition, it was mentioned, that on echo it was noted that a leaflet was partially impinged which could have contributed to the overall leak. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (Please reference 2015691-2012-18116, follow up #1 for related event).

Manufacturer narrative:
Investigation for root cause analysis is in progress. A supplemental will be submitted.